Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels in the 40's mg/dl range. Cause of bg values was due to the customer forgetting to adjust the pump basal rates prior to exercising. Glucose tablets were consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.